Event description:
It was reported that patient said that the purewick urine collection system was not suctioning like it should get some but not all, advised kit replacement will call back did not resolve issue. It was unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per customer via phone on 08aug2025, it was reported that patient said pw is not suctioning. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The initial reporter's zip code: (B)(4). The reported event is confirmed, cause unknown. Evaluation of sample noted: a bd pure wick urine collection system with a canister with lid, pump tubing, collector tubing with elbow connector and power cord was returned for evaluation. Visual evaluation of the returned sample noticed there were no cracks present on the canister. There was no residue present in cannister or tubing. The stop valve was working properly. There was light and sound indicating function. Functional evaluation of the returned sample noticed the device failed tm0301240 revision 3 with a value of 1.439 slpm at start and 1.673 slpm after 10 sec. Further visual evaluation revealed that there was residue in the inner tubing near the pump and base of the unit. Corrosion was also found on the pcba. The labeling is found to be adequate, as it states: "1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter" labeling also states: "although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick urine collection system and is not covered under the warranty." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No actions can be taken at this time since a root cause was not identified. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: indications for use the purewick urine collection system is to be used with purewick external catheters which are intended for non-invasive urine output management. Contraindications for use do not use the purewick urine collection system with purewick external catheters on individuals with urinary retention. Initial setup 1. Inspect the package for damage. If any damage is noticed, contact customer support immediately. 2. Carefully remove all contents from the package, including the packing material and inspect prior to use. If any damage is noticed, contact customer support immediately. 3. Place the purewick urine collection system next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. Note: the purewick urine collection system should be stationary while in use. Device is not designed to be used while in transport. Caution: avoid creating a tripping hazard with the collector tubing or power cord. 4. Plug the purewick urine collection system power cord into device outlet and into an a/c power outlet. Note: the device should be positioned for easy access to the a/c inlet and power cord. Note: make sure the power switch is turned off before connecting the power cord. ¿ battery power operation (pw200 only) the built-in battery recharges any time the device is plugged into an outlet. To fully charge the battery, the system must be plugged in for 12 hours. The battery will supply 8 hours of backup power before requiring recharging. The purewick urine collection system remains fully functional while the device is recharging. 5. Place the collection canister in the purewick urine collection system base and press down firmly on the lid making sure the lid is sealed. Optional (prior to sealing canister lid): while operating the purewick urine collection system, ammonia odor for up to 1800 ml of urine can be eliminated by adding 2 teaspoons (10 grams) of vitamin c (ascorbic acid) powder into the collection canister before use. At least 99.93 percentage of pure vitamin c (ascorbic acid) is recommended. If using the privacy cover, slip privacy cover onto canister (similar to a coffee cup sleeve) prior to placing canister into the base. Attach the pump tubing to the purewick urine collection system connector port and the connector port on the collection canister lid. 6. Attach the collector tubing to the connector port on the collection canister lid. Connect the other end of the collector tubing securely to a purewick external catheter. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick urine collection system. 7. Turn on the purewick urine collection system by pressing the on/off switch. The purewick urine collection system is working when the switch lights up green and the device makes a soft humming sound. The system is now ready for use. Operating instructions 1. After the purewick urine collection system has been set up, place the purewick external catheter according to the purewick external catheter¿s instructions for use. 2. When the canister is ready to be emptied, remove the purewick external catheter according to the purewick external catheter¿s instructions for use and throw away. Note: keep the purewick urine collection system on to make sure all urine has been drawn out of the collector tubing and into the collection canister before removing the purewick external catheter. Note: although the canister can hold up to 2000cc (ml), to prevent overflow empty urine from the collection canister regularly or before volume reaches 1800cc (ml). 3. Turn off the purewick urine collection system by pressing the on/off switch. Disconnect the a/c power cord from the power outlet and from the device. Disconnect collector tubing and pump tubing from the canister. 4. Lift collection canister from purewick urine collection system. Do not lift canister by the lid. Take canister into an area appropriate for disposal e.g. A bathroom, carefully remove the lid, and dispose of urine in a proper receptacle e.g. A toilet or according to facility protocol. If using a privacy cover and it gets wet, remove and discard. 5. Clean collector tubing, pump tubing, canister, purewick urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section. 6. Reassemble the purewick urine collection system according to the initial setup instructions when the system is ready to be reused. When the purewick urine collection system is not in use, unplug the power cord from its outlet. Make sure the unit is cleaned and disinfected prior to storage. Do not store when parts are wet or damp. Cleaning and maintenance inspect the purewick urine collection system and accessories for damage or wear prior to use and replace as necessary. Do not attempt to open or dismantle the purewick urine collection system. This may affect performance, create a potential safety hazard, cause personal injury, and will void the warranty. Always turn off the device and disconnect from power source prior to cleaning. The privacy cover components are single use only and should not be cleaned or disinfected. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said that the purewick urine collection system was not suctioning like it should get some but not all, advised kit replacement will call back did not resolve issue. It was unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per customer via phone on (B)(6) 2025, it was reported that patient said pw is not suctioning. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported.

Event description:
It was reported that patient said that the purewick urine collection system was not suctioning like it should get some but not all, advised kit replacement will call back did not resolve issue. It was unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.